Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.

Event description:
It was reported that there was programming/telemetry difficulty and an apparent bit/byte error in memory that resulted in an inability to access an episode. A subsequent attempt to access the episode was successful. The device was explanted and replaced. No patient complications have been reported as a result of this event.